Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-9, lot# n205124, implanted: (B)(6) 2009-, product type accessory. (B)(4).

Event description:
Additional information: it was reported that the catheter had been kinking and unkinking. The catheter kinked during the day and unkinked at night. The patient received a ¿rush¿ of baclofen at night. The patient was almost unresponsive. Occasionally, the patient could not be woken up. The problem began 8 months ago. It was reported that the patient was in the hospital in (B)(6) 2012. The patient had a pump series done in (B)(6) and one in (B)(6). These tests revealed a catheter malfunction and three doctors recommended that the patient have a surgical revision as soon as possible. The patient was too fragile for surgery at the time of the call. The patient was weaned off of the pump because, the catheter was not operational. The patient was taking oral baclofen, but was having a lot of pain. The device system was being used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks prior to the report a dye study confirmed that the catheter was kinked and there was 'restriction' when aspirating cerebrospinal fluid (csf) and resistance when 'pushing through.' No fracture was found. It was believed that the kinking began 'a couple months ago.' During the day, when sitting up, the patient appeared to be not receiving enough baclofen. During the night, when lying down, the patient appeared to be receiving too much baclofen because the patient was difficult to wake up in the morning. Following the dye study, the physician presented the options to either replace the catheter or change the concentration of medication so that refills would be every month rather than every six months. The reporter believed that saline would be mixed with the drug to 'thin it out' and was concerned that if the flow rate was increased it would 'crack the catheter.' The reporter was also concerned about the patient having surgery due to the patient remaining in a coma for 5 days following the previous surgical pump and catheter replacement. The reporter stated that replacing the catheter would be 'an ordeal' since the patient has rods in their back, has one side 'built up,' and an orthopedic surgeon would also be needed. A decision on which intervention to pursue was not reported as of the day of this report. Additional information has been requested but was not available at the time of this report.